Manufacturer narrative:
Manufacturer narrative: lot number was not reported. CAPA cpmment: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Pharmacovigilance comment: the serious event of nodule at the implant site and the non-serious event of induration at the implant site were considered possibly related to the treatment. Serious criteria include the need for multiple medical interventions. Alternative etiologies for the events at the nasolabial and marionette folds include concomitant hyaluronic acid filler treatment at the nasiolabial folds. Potential contributory factors includes frequent facial skincare and laser treatments, and possible retreatment with a hyaluronic acid dermal filler in an unknown location of the face within weeks of the event onset. The case meets the criteria for expedited reporting to the regulatory authorities.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 11-nov-2019 by a physician, which refers to a (B)(6)-year-old female patient. The patient had previously received treatment with 1 vial of sculptra to face on (B)(6) 2016. The female patient frequently received facial skin lifting treatment, laser treatments and skin care from the dermatologist, sometimes acne scar and pore treatments. On (B)(6) 2018, the patient received treatment with 1 vial of sculptra to face to treat facial wrinkles (unknown lot number, amount, needle type and injection technique). Concomitant treatment included 2 ml neuramis filler to nasolabial folds on (B)(6) 2018. After that, the patient has frequently received facial skin lifting treatment, skin case and laser treatments. In (B)(6) 2019, the patient experienced moderate nodules (implant site nodule) under left eye (large rice grain size), in both sides of the marionette folds (large bean grain size) and in both sides of the nasolabial folds (about 2 cm). The patient complained of skin discomfort after laser treatment on (B)(6) 2019. The patient was treated with 5-fluorouracil [fluorouracil], triam injection 40 mg /ml [triamcinolone acetonide], hyalase [hyaluronidase] injection, lidocaine injection [lidocaine] and normal saline [sodium chloride] to nasolabial folds between (B)(6) 2019 and (B)(6) 2019 except for lidocaine, which was stopped on (B)(6) 2019. On (B)(6) 2019, the patient complained of moderate induration (implant site induration) under left eye and at the nasolabial folds. The same day, the patient received ultrasonic treatment and soothing therapy to the face. Between (B)(6) 2019 and (B)(6) 2019, a vibrator was used on the patient face 1-2 times a week. On (B)(6) 2019, the patient received treatment with aragan [hyaluronate sodium] and lidocaine injection to unknown area of face. In addition to that she received unknown treatments until (B)(6) 2019. On an unknown date, the patient saw a plastic surgeon in order to remove the nodules. It was unknown whether the nodules were removed or not. Outcome at the time of the report: nodules was not recovered/not resolved. Induration was not recovered/not resolved.